Event description:
On 22-apr-2022, the following information was provided to kci by the patient: on (B)(6) 2022 , the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to the patient's foot was scheduled for amputation on (B)(6) 2022. The physician is reportedly supposed to reapply the activ.a.c.¿ ion progress¿ remote therapy monitoring system postoperatively. No additional information was provided. Kci record review noted the following: on (B)(6) 2022, the home health nurse noted v.a.c.® therapy was placed on hold and discontinued on 25-apr-2022. V.a.c.® therapy not resumed from hospital hold. On 28-oct-2021, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On 02-nov-2021, the device was placed with the patient. On 12-may-2022, the device was tested per quality control procedure by a kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged amputation is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has significant comorbidities including several prior foot and toe amputations that may be contributing factors in this event. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. -assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.